Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under their left breast from the lifevest equipment. Patient described the area as rubbed raw, burning and with dark marks. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed a powder and advised periodic removal of the lifevest due to the skin irritation. Follow up indicated that the powder helped the skin irritation to improve.